Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the customer's report was not replicated or confirmed. The device was put through extensive testing including power cycling, bench handling, functional stress testing, and full functionality testing without duplicating the report. An internal inspection found no discrepancies. The device log does not capture display related issues. The lcd color cable assembly was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device's display was distorted and no clinical information could be seen. Complainant indicated that there was no patient involvement in the reported malfunction.